Manufacturer narrative:
The k electrode lot number used was 83547. The reference electrode lot number used was 84647. All qc levels surrounding the event are within acceptable limits. The root cause for this event is consistent with hemolysis during pre-analytic handling. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable k- results for multiple patients when comparing the result from cobas b 221 roche omni s6 system to the ise indirect k for gen.2 result on a cobas 6000 c (501) module. The customer provided an example of a k result of 12.36 mmol/l on the b 221 with whole blood and a k result of 4.42 mmol/l on the c 501 with serum. The customer provided additional data for a patient sample. On (B)(6) 2019 for patient 2 at 11:09, the k- result on the b221 with venous blood was 6.18 mmol/l with a data flag. On (B)(6) 2019 for patient 2 at 12:24, the k result on the c501 with the venous blood was 4.16 mmol/l. Patient 2 was a (B)(6) male. A new arterial sample was collected from patient 2 and the k+ result was 7.36 mmol/l with a data flag. The k electrode lot number and expiration date were asked for but not provided.